Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as of the date of this report. A follow-up report will be sent if the device is received.

Event description:
It was reported that the lever regulating the gas was loose and opened on it own during surgery, resulting in a loss of co2. The device was replaced and the procedure was completed. The procedure was either a video laparoscopic cholecystectomy or video laparoscopic appendectomy. There was no patient injury.